Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The rptr reported that for ten days, the pt obtained several elevated blood glucose readings ranging from 300 mg/dl to 'hi mg/dl' (greater than 600 mg/dl). During these time period the pt experienced the symptoms of nausea and vomiting; he did not test for urinary ketones. The pt visited his physician, who advised the pump be replaced. Troubleshooting revealed the pt's technique was correct, there were no issues with the infusion site, no bubbles in the tubing or cartridge, no bends or kinks in the cannula, the pump date/time were correct, the insulin was handled appropriately, all pump settings were correct, and the total basal/bolus doses delivered correctly matched those programmed into the pump. There is no evidence the pump was not accurately delivering insulin. However, as the pt experienced symptoms suggesting severe hyperglycemia while using the pump and received medical attention and treatment, this complaint is being reported.